Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the cuff to a smiths medical portex® bivona® aire-cuf® tracheostomy tube air pressure lowered. Subsequently, a tracheostomy (trach) tube change out was performed with no reported adverse patient effects.

Manufacturer narrative:
One tracheostomy was returned without the original packaging for evaluation. Upon visual inspection of the device, no damage was observed to the cuff. Device underwent functional testing by filling it with 5cc of air, and as a result, no air loss was noted. Likewise when the device was submerged under water. The reported customer complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.